Manufacturer narrative:
The system itself did not cause the corneal erosion but was rather a result of the surgeon needing to add more anesthesia during the reboot process. The company service representative examined the system and replicated the reported event. As a correction, inner spare patient interface clip was replaced. The system was then tested and met all product specifications. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on assessment, the product met specifications at the time of release. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported corneal erosion in a patients eye post laser treatment the patient interface could not be recognized when docking after washing the patient's eye before surgery. The patient was left while trying to reboot the console and patient interface was replaced. Additional topical anesthesia was given to the patient which might have resulted in this event. Surgery is scheduled to be performed. Additional information was received. Operation was successfully performed and corneal erosion issues are resolved.

Manufacturer narrative:
The system was examined and the reported detection issue was replicated. The inner clip was replaced to resolve the detection issue. There was no mention of finding anything that could have contributed to the reported corneal erosion issue. The system was tested and found to meet product specifications. The root cause of the reported detection issue could be attributed to a non-conforming inner clip. The manufacturer internal reference number is: (B)(4).